Manufacturer narrative:
Investigation results completed on a smith medical cadd solis vip pump. Device was in over all good condition. Evaulation and testing could not verify complaint of residual volume remaining from 25-40 ml . No evidence in the event log to confirm complaint. Actions were taken to perform calibration and funtional testing. No fault could be found with device. Device passed all functional and delivery testing.

Event description:
Device analyis completed on cadd solis vip 2120 pump.

Event description:
Information was received indicating that at the end of chemotherapy infusion using a smiths medical cadd solis vip pump, when the patient returned to the hospital, residual volume of chemotherapy remained in the pump. The volume varied from 25ml-40ml. Testing was performed by the biomedical department. There was residual volume of 30-50ml (6-10%) on the pump. There was no injury to the patient or clinician.